Event description:
Caller reported a minimum fill notification issue with their pump. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge but initially faced difficulties. Technical support advised cleaning the pump and loading a new cartridge, which resolved the issue. Assistance was provided to place the pump back in its case, and a replacement cartridge was sent to the customer.